Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had developed a severe infection at the pocket site that travelled to the midline incision. It was reported that the symptoms included redness, drainage, pus and everything that can be imagined with severe infection. Antibiotics were prescribed but the infection progressed and did not responded to antibiotics. The patient was put on an aggressive antibiotics and underwent an explant procedure. It was believed that the infection was more of patient related and not device or procedure related. Later after the explant procedure, the patient experienced a severe headache and was advised to go to emergency room.

Manufacturer narrative:
Additional information was received that the patient's headache was not coming from the infection.

Event description:
A report was received that the patient had developed a severe infection at the pocket site that travelled to the midline incision. It was reported that the symptoms included redness, drainage, pus and everything that can be imagined with severe infection. Antibiotics were prescribed but the infection progressed and did not responded to antibiotics. The patient was put on an aggressive antibiotics and underwent an explant procedure. It was believed that the infection was more of patient related and not device or procedure related. Later after the explant procedure, the patient experienced a severe headache and was advised to go to emergency room.